Event description:
The customer stated that the insulin pump had a blank display. The customer changed the battery, but the display remained blank. The reported blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to the battery tube connector not fully connected.